Event description:
It was reported, when the head nurse of blood 1 performed PICC catheterization, the intubation sheath felt dull, and if she used more force, the sheath would bend, and after withdrawing, she found that the gray part of the dilator was wrinkled or torn. Enlarged skin incision and replacement with a new setinger kit will be required to complete the catheterization. It is necessary to expand the skin to advance smoothly, and many patients in the hematology department have abnormal coagulation function, and the enlargement of the puncture point increases the problem of bleeding. Other nurses in the department also reported 2 cases of similar problems recently. So far, a total of 3 cases have been found to have soft dilators in the sedinger kit, and the feeling of blunt sheath is blunt. This report addresses all 3 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.